Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this patient's right atrial (ra) lead exhibited an impedance of 1176 ohms on a single manual measurement, all other manual measurements have been normal and in the 500 ohm range. There were 1100 atrial tachycardia response (atr) episodes and multiple episodes of premature atrial contractions (pac's). There has been no report of patient symptoms. Technical services (ts) recommended performing pocket manipulation and isometrics to try and recreate noise and also take impedance readings to see if can recreate any out of range measurements. Ts discussed that with multiple atr's and pac's, they would like to see if the patient was having many short atrial arrythmias or if there was a possible lead issue or connection issue causing the noise. It was noted that the patient would continue to be monitored.